Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that they not sure what the cause of the charging issue and long charging time. It was reported by the patient that both units charge quickly once they got them charged to 100%. They rebooted one time and the patient charged daily. At present the charging issues have resolved. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the rep met with the patient for first post-op appointment on monday and everything was working fine. Yesterday, patient contacted the rep stating that she could not charge and was getting a red or orange triangle. Rep walked patient through recharging steps and instructed patient to reset controller and when she did the controller powered back on to set up new implant screen. Rep does not recall if controller battery was low at the time but did get patient charging. Patient stated it took 1.5 hours to charge from 40% to 100% at excellent quality and was annoyed. Ts reviewed that we would need more information on how patient was charging. Suggested to have patient demonstrate charging, review best practices, and to check recharge diary. Rep will be meeting with patient later today. No further complications were reported/anticipated.